Manufacturer narrative:
Disorientated, irrational, could not be held down.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the lancets would not fully penetrate when using her onetouch delica lancing device. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when follow up attempts were made in order to obtain additional information. The patient could not specify when the issue began. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unspecified time after the alleged issue occurred she developed symptoms of ¿irrational, disorientated and could not be held down¿ and that she received treatment from the emergency medical services, however could not specify what treatment was received. During the call, it was determined that it was not the first time the device had been used and there was no apparent misuse of the product. The patient had been using the correct lancets. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the device issue occurred.